Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a draw rod inserter broke off into a spacer while being impacted into the disc space. The spacer was removed and replaced with an alternative spacer to complete the procedure. There were no reported patient impacts associated with this event.

Manufacturer narrative:
UDI number: na. Additional information: ethnicity, method, results, and conclusions - the returned inserter was evaluated. The tip was confirmed to have broken off and remains threaded into the mating implant. The cause cannot be determined, however, the patient's condition, improper technique, and/or misuse are possible contributing factors. A review of the device history records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tip of a draw rod inserter broke off into a spacer while being impacted into the disc space. The spacer was removed and replaced with an alternative spacer to complete the procedure. There were no reported patient impacts associated with this event.